Manufacturer narrative:
The damaged portions of the product were returned for evaluation. During visual examination of the pieces, a potential defect was noted in area where the tubing is molded to the handle. Due to the condition of the returned device (the device is destroyed while performing its intended function) no functional testing was possible.

Event description:
Peel away sheath was inserted into patient after PICC was in patient and the nurse was ready to peel away sheath, the right tab broke off without any force. After the right side broke, she tried to very carefully pull the sheath out, and at 3/4 way in the patient the left half broke, leaving just the peel away introducer part in the patient and no way to pull it out. She pulled it out carefully and was able to remove it from the patient.